Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the received device had the needle mechanism deployed, but the soft cannula was not visible outside of the bottom housing window. Inspection of the device found that the soft cannula was severed internally and measured out of specification. It cannot be determined when or how this damage occurred. Inspection of the needle mechanism found no issues that would prevent the needle from deploying as intended. A root cause for the reported failure to deploy the needle mechanism could not be determined.